Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device destroyed by facility. Analysis completed on 02/03/2020 by (B)(4). Most likely underlying cause / additional comments: according to the information provided, "the trial head (36mm, +0 trial head) cracked in half when removing the hip." The device was not returned as it was disposed of at the hospital; therefore, not available for evaluation. Design-related issues: the design of the 12/14 femoral head trial, o-ring has been in the field since 2007. (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing data could not be reviewed because the serial/lot information was not provided. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this femoral head trial, rmr-00027 rev - and racr-00030 rev -, were reviewed. The risk is captured, however the racr is being updated under (B)(4) to capture an appropriate hazardous situation for the reported event. Corrective actions are not required because the occurrence rate is "very low", the risk is captured in the rmr and racr, and the hazardous situation will be updated. The broken femoral head trial reported in (B)(4) was likely the result of an exposure to impaction forces and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate fracture when removing the head trial. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient adverse event, none of the device fragments fell into the surgical site. An investigation was conducted; the broken femoral head trial reported was likely the result of an exposure to impaction forces and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate fracture when removing the head trial. However, this cannot be confirmed as the device was not available for evaluation. Information was not provided for: pt. Info.

Event description:
It was reported from the us that during an orthopedic surgery the trial head cracked in half when removing from the hip. The device was not returned as it was disposed of at the hospital. Therefore; not available for evaluation. No pieces fell into the surgical site and there was no patient injury, adverse event, or clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
H.11 case-(B)(4)- this medwatch is rescinded as it is a duplicate of 1038671-2022-00287 -search of maude database shows that MFR 1038671-2022-00287 was accepted on 28 mar 2022.

Event description:
It was reported from the us that during an orthopedic surgery the trial head cracked in half when removing from the hip. The device was not returned as it was disposed of at the hospital; therefore, not available for evaluation. No pieces fell into the surgical site and there was no patient injury, adverse event, or clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.